Event description:
On 11/8/2025, the customer contacted acorn to request service for the stairlift. He reported that the unit had been non-functional for approximately one month. Because the stairlift was not operating, the customer's wife walked down the stairs while carrying a laundry basket in both hands, lost her balance, and fell to the bottom of the stairs. As a result of the fall, she sustained broken ribs and vertebrae. Although the stairlift was originally installed for the husband, the customer noted that his wife has been using it regularly.